Event description:
It was reported, ¿bad emg signal during all the surgery. No way to improve it. They thought the tube was not functional.¿ there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device not cleared or sold in the u.s. The product cannot be analyzed as the device was discarded by the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.